Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the sales representative discovered a fractured device while reassembling a tray for the next day's use.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is not confirmed. The visual examination found that the device exhbits nicks, gouges, and scratches across the surface. The device was not fractured as indicated. The device was manufactured in february of 2016 and had an approximate field life of 1 year and 4 months with an unknown frequency of use. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.